Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be responding appropriately to presses. The keypad was removed and no defects were found with the button contacts.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
An animas representative reported that the keypad buttons on the patient's pump have been sticking for approximately five to ten minutes before responding to presses. She stated the issue has been occurring for the past three days. The representative confirmed that there was no trauma to the pump and no water exposure. She stated that the rubber keypad is intact, the patient wears the pump on her belt, and the patient does not clean the pump.